Manufacturer narrative:
(B)(4). Additional information: the sample was returned for evaluation. Microscopic inspection revealed a black fiber approximately 1.7 mm long within the inner pouch, on the device tab. The reported condition was verified. The cause of the condition could not be determined. A CAPA has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was particulate matter inside the inner pouch of a flo-thru intralum. The particulate matter was identified before use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.